Event description:
It was reported the intellivue mx500 patient monitor could not obtain the blood oxygen saturation data halfway. The customer immediately replaced the backup equipment. The device was in use on a patient. There was no report of patient harm.

Manufacturer narrative:
It was found that the blood oxygen (spo2) probe malfunctioned. The hospital equipment department replaced the blood oxygen probe, and the equipment returned to normal use. Based on the information available and the testing conducted, the cause of the reported problem was the spo2 probe. The reported problem was confirmed. The device was operational after replacing the spo2 probe. The investigation concludes that no further action is required at this time. E1: reporting institution phone#: asku. E1: reporter phone# :asku. E1: reporter email. Asku. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.